Event description:
On (B)(6) 2013, brackets were placed. Initial diagnosis: class I 18 months, moderate crowding. Tooth #11 perfectly healthy with no signs of previous restorations, decay, or decalcification. Dentist was removing bracket from ul3 (tooth #11) and tooth broke horizontally in half. Post incident diagnosis: #11 horizontal fracture with small pulpal involvement. No signs of decalcification or decay. Clean fracture with bracket still attached to the fractured portion. 2 lugs broken during removal. Tooth #11 will need endo with build up and emax crown at a later date. Tooth was bonded back together and new bracket placed on tooth. (B)(6).

Manufacturer narrative:
Tooth fracture can occur upon debonding (removal) of bracket. Although most fractures are limited to enamel, the potential for pulpal involvement exists. Literature describing debonding adverse events can be tracked back to at least 1996. Providers are trained to use care when debonding brackets.